Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "ripples", and "possible deflation." Healthcare professional later reported "rippling" and "deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and delamination: observed, delamination of diaphragm valve assessed as adhesive failure. Device wrinkling: observed. No additional observations performed on the device. No further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b1, b5, d9, g2, h3, h6.

Event description:
Patient reported right side "ripples", and "possible deflation." Healthcare professional later reported "rippling" and "deflation." Healthcare professional additionally reported "hole-non-specific" and "valve delaminated from shell." Device has been explanted and replaced with non-abbvie device.

Event description:
Device has been explanted.